Event description:
Initial information was received from a consumer on (B)(6) 2011: a (B)(6) male consumer with no history of immunological or collagen-vascular disease and with "dark skin" had poly-l-lactic acid (sculptra) (lot #unknown, expiration date unknown) injected 2 to 3 years ago with no problem. He received poly-l-lactic acid (sculptra) (lot #unknown, expiration date unknown) in his cheek lines/cheek bone area on (B)(6) 2011 for (B)(6). The physician reportedly numbed the skin as a pre-treatment. One week after poly-l-lactic acid treatment ((B)(6) 2011), he developed "dark spots or blotches" everywhere the poly-l-lactic acid was injected, on both cheek bone areas. He stated, his cheek bone area had "really big dark blotches, the size of his cheek bone area." His physician is treating this with oral and topical steroids. According to the consumer, the treatments performed to preclude permanent impairment of a body function or damage to body structure. There was no surgical intervention. There was no evidence of a systemic process. There were no signs of inflammation. There were no nodules or papules. No biopsy was performed. At the time of the report, the event was ongoing. According to the consumer, there was evidence of permanent impairment of a body function or body structure. And he expected the event to be irreversible. No further relevant information reported.

Manufacturer narrative:
.